Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the screen was blacked out, and a ticking sound had been heard while it was turned on. A field service engineer (fse) had confirmed that the drawer 3.1 drawer board had failed. Therefore, the fse had replaced the drawer board, and the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was blacked out, and a ticking sound had been heard while it was turned on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.